Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that upon performing the venefit procedure, the closurefast catheter worked fine on the first two cycles, gave a temperature error and asked to adjust compression. After additional tumescence was given and slightly repositioning of the catheter rfg worked fine, but the customer began to complain of pain approximately 10 seconds in to the cycle. Treatment was stopped immediately and they removed the catheter to find that the heating element coil had a section near the base where it appeared to be unraveling. The customer states that they completed the procedure with a second cf7-7-100 closurefast catheter and that there appeared to be no harm done to the patient. The investigation of the returned closurefast catheter was performed on august 21, 2015 and found that the customer's interpretation of the "coil unraveling" and activation difficulties has been confirmed. The coil showed burned biological material on top of and embedded within the fep (fluorinated ethylene propylene). Portions of the coil beneath the fep appeared exposed at the segment of deformed fep. The observed bending of the coil segment suggests even pressure may not have been applied during the entire treatment, which can result in alerts on the generator.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.